Event description:
It was reported that: the patient was ventilated with volume controlled ventilation mode. When pressing alarm reset button savina stopped ventilating. After 1 minute savina started ventilation by itself. It was continued to ventilate the patient manually with ambu bag and in 2 minutes time patient had resuscitation rosc. The patient got atropin during resuscitation.

Manufacturer narrative:
The device log was received for analysis. The investigation is ongoing. The investigation results will be reported in the follow up report.